Event description:
Myosure handpiece began to jerk and move back and forth violently. The resident held her hand steady and firmly to keep absolute control of the handpiece. The circulator opened a 2nd myosure handpiece, which did the same thing.